Manufacturer narrative:
The device has not been returned, as such an actual device evaluation is not performed. Evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Customer reported console displaying e12 error even when changing out handpieces. As the device was not returned for evaluation, a conclusive root cause could not be determined. A review of DHR records provides no suggestion that the manufacturing process contributed to the proposed reported failure as the device met all final release criteria prior to shipment. The subject device was manufactured per specification in 2017 following the implementation of corrective action introduced as a result of a CAPA. This includes passing all functional checks as listed in the inspection procedure. CAPA history review indicated that prior investigation under the CAPA has been completed. This CAPA suggests that the proposed reported failure may be attributed to the short in the hand piece which causes damage to the console's rtc boards, resulting in the e-12 error. This failure mode however cannot be verified with mdcons100, serial: gb04215 as the device has not been made available to olympus for physical evaluation. If the device becomes available at a later date, the investigation will be updated accordingly with the findings of the inspection.

Manufacturer narrative:
This is the first of the three medwatches submitted for this event. One console, and two hand-pieces were used in the event, and failed with the e12 internal error. Additional information on the event is not yet available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device yielded an e12 internal error message of not recognizing the hand-piece with two hand-pieces. There is no reported harm, or adverse impact to the patient or procedure.